Event description:
It was reported when using the bd pen ndl 32g 4mm pro, the device experienced difficulty or inability to prime. The following information was provided by the initial reporter. The customer stated: it was reported that a family member of consumer reported needle clog during priming, stated that there is no insulin flow. Family member of consumer reported needle clog during priming, stated that there is no insulin flow.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pen ndl 32g 4mm pro, the device experienced difficulty or inability to prime. The following information was provided by the initial reporter. The customer stated: it was reported that a family member of consumer reported needle clog during priming, stated that there is no insulin flow. Family member of consumer reported needle clog during priming, stated that there is no insulin flow.